Event description:
Per the end user, red rash and itching under the white tape collar of the skin barrier. Changes skin barrier every 1 to 2 days. Uses ostomy powder, strip paste and adhesive remover on the peristomal skin. End user also has a yeast infection under the skin barrier which she uses a powder to treat. No further information provided.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.